Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient had no benefit from the device. The recipient was re-implanted on (B)(6) 2018. Per device explantation report, the silicon shell of the electrode array was noticeably damaged prior to device removal and 4-5 channels of the active array were found extra-cochlear.

Manufacturer narrative:
Conclusion: device investigation shows damage to the active electrode, which is typical for occurring during surgical intervention. However, the available information does not allow to establish whether the observed damage occurred during implantation or explantation surgery. In addition, as per information from the field, a full insertion was achieved during initial implantation surgery, however diagnostic imaging revealed four extra-cochlear channels. Therefore, a partial migration of the active electrode out of cochlea can be assumed. However, despite several requests, no in situ measurements and no additional information regarding the user's performance have been received. Therefore, an exact reason for the reported lack of benefit cannot be determined. This is a final report.

Event description:
The recipient had no benefit from the device. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. As per additional information received, a complete active electrode insertion could not be achieved at implantation, resulting in one extra-cochlear channel. Additionally, the device explantation report stated that the silicon shell of the electrode array was noticeably damaged prior to device removal, however, in situ measurements do not support this thesis. This is a follow-up to the final report.

Event description:
The recipient had no benefit from the device. (Digital volume tomography) dvt imaging showed that 4 electrodes were outside the cochlea. The audiologist reported channel 9 was not functional. Per internal registration information, a full insertion was achieved at implantation. The recipient was re-implanted on (B)(4) 2018. Per device explantation report, the silicon shell of the electrode array was noticeably damaged prior to device removal and 4-5 channels of the active array were found extra-cochlear.